Event description:
It was reported that during implant attempt of the right ventricular (rv) lead the helix was retracted and apparently jumped the retraction stop. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. Helix disengaged from helical channel. The helix disengaged from the helical channel and there was blood in/on the helix/lobe mechanism.